Manufacturer narrative:
The device was received with both seals broken and cracked and chipped out on lower left front corner also cracked on right plunger case and battery door. The history report showed a motor rate error. The device was tested using occlusion test. Testing concluded motor rate errors was found during occlusion test. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause was normal wear, (B)(4) was manufactured in 2007 the tech replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor rate error. No patient injury reported.